Event description:
It was reported that the pt had device issues and had surgery on (B)(6) 2010. Details of the surgery were not reported. The pt also had the pt programmer replaced and was no longer having problems. Additional info was requested.

Manufacturer narrative:
(B)(4).